Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2026 a c1-t2 psif was performed. Around a 3three weeks postop, CT was done and the symphony c1 set screw had ¿popped¿ off. A revision surgery was needed to correct the rod and set screw. Bilateral c1 screws were loose and the screws were upsized. Revision surgery was performed on (B)(6) 2026, due to c1 loosened screws and resulting in c1 set screw backing out. Several intra-op o arm spins were required.